Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported when she was finished with her treatment she removed the cassette and noticed fluid and moisture inside the cassette door. During follow up the patient's pd nurse reported that there was no adverse event and no antibiotics were prescribed. The patient continued to use continuous cycler- assisted peritoneal dialysis (ccpd) therapy without any further issue. The set was not made available for evaluation.